Manufacturer narrative:
Additional information: the balloon failed to deflate. The issue occurred following the first inflation to normal value. There were no difficulties noted during inflation of the device. There were no difficulties noted when removing the protective sheath/packaging stylette from the device. The non-medtronic stent was normal without any issues, and there was no damage to the stent as a result of the event. Correction: annex a c codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: four still images were received. Two still images of a coiled plain old balloon angioplasty (poba) device were provided. It is possible that the balloon is still inflated in the images provided, however based on the quality, this cannot be confirmed. The device appears used. Two still images of an nc sprinter shelf carton were provided for review. The lot number and size on the shelf carton match those reported on gch. Based on the poor quality of the images of the device, the complaint cannot be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one nc sprinter balloon catheter, balloon deflation difficulties were encountered. It was noted that the balloon would not deflate at the lesion site. The issue occurred following first inflation. The lesion being treated was moderately tortuous, mildly calcified in the ostium-proximal ramus. The device was inspected prior to use with no issues. The lesion was pre-dilated. The device did pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. The device was being used to dilate a stent, and the stent was fully dilated and well attached to the wall. After balloon dilation, the device could not be recovered normally after deflation and remained in a dilated state. The dilated balloon could not be withdrawn. After multiple operations, the balloon was still stuck in the blood vessel. After multiple attempts, the balloon was further inflated, then quickly deflated, which was repeated multiple times, and then the balloon was pulled out and withdrawn. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: kinks were evident to the hypotube. Balloon folds were open on device return return. Contrast was not visible in the balloon. Necking was evident to the inflation/deflation lumen. It was not possible to preform deflation testing due to the condition of the inflation/deflation lumen. No other deformation evident to the remainder of the device. Image analysis: four still images were received. Two still images of a coiled poba device were provided. It is possible that the balloon is still inflated in the images provided, however based on the quality, this cannot be confirmed. The device appears used. Two still images of an nc sprinter shelf carton were provided for review. The lot number and size on the shelf carton match lot number reported. Based on the poor quality of the images of the device, the complaint cannot be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.